Event description:
The ball tip guide wire was used during an im nailing of tibia procedure and while the surgeon was using the 8.5mm front cut reamer, he was unable to advance the reamer. X-rays confirmed the ball tip guide wire had broken in the tibia. The proximal end of the ball tip guide wire was retrieved, but the distal portion remained in the pt. Surgeon completed the procedure with plate and screws with no further problems. Consultant reported: presumably the ball tip guide wire broke because of the pressure used with the reamer to "make the corner" on the proximal tibia.

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Without a lot number the device history records review could not be completed. The investigation could not be completed, no conclusion could be drawn, as no product was received.